Manufacturer narrative:
Software behaving as designed. Tracer is not an ideal registration technique for larger over weight patients.

Event description:
A medtronic representative reported the registration was accurate on patient's face but was not accurate as the surgeon moved to the back of the head. The surgeon discontinued navigation and proceeded with the surgery. There was no impact on patient outcome reported.